Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an incomplete temp rate alert and stated that the event impacted their blood glucose level (600 mg/dl). The customer administered a correction with an injection to manage bg level. During troubleshooting with tandem technical support, the customer was unsure of the suspected cause of the high blood glucose level.